Manufacturer narrative:
Result: damaged foot board.

Event description:
It was reported by service report that the footboard was damaged and not functioning. No pt involvement or adverse consequences were reported.